Event description:
Account obtained high sodium, potassium and chloride results that repeated lower on another instrument. The incorrect results were not reported. The field service rep repaired the instrument by replacing the ise module.